Event description:
It was reported that a concentrator had low o2 pressure and the user could not breathe. The user was hospitalized. Should additional relevant information become available, a supplemental report will be submitted.